Manufacturer narrative:
Patient information and event date was requested but no response received.

Event description:
The customer reported that the ventilator alarmed with battery temperature high error. The customer reported that the unit was in use on patient, but there was no patient harm reported.